Manufacturer narrative:
The device history record was reviewed. Based on the lot number provided, no issues of any kind were detected during the manufacturing of this lot number. Three mask samples were received for evaluation. All three mask samples were evaluated for raised fibers. No fibers could be detected in all three masks. During the product development phase, all materials used for the mask were evaluated for biocompatibility. The testing was performed in accordance with international standard iso 10993 biological evaluation of medical devices. Only materials that successfully complete these tests can be commercialized. This mask is engineered without dyes or other potentially irritating materials. This mask is composed of polypropylene and cellulose components. The raw materials evaluated for the complaint description are within raw material specification. At this time we cannot determine the root cause for the reported issue. We will continue to monitor complaints for any trends.

Event description:
Several staff members reported itching when wearing the mask. However, one clinical nurse manager developed red blotches/hives on her face and neck with severe itching. She was sent to employee health and instructed to switch to a different mask. Her personal physician gave her antihistamines and a mild steroid cream to relieve the itching.